Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing. Technical services (ts) was contacted and recommended possible reprogramming options. This ICD remains in service. No adverse patient effects were reported.